Event description:
It was reported by service report that the brake light is on but the bed still moves. The issue was noticed after a procedure when moving the bed into the room with a pt on it and setting brakes. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Lockout/brake indicator lights do not function properly.